Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, suture holes were observed around the sewing ring. The holder and post were returned detached from the valve, and were in the deployed position. The wireform was exposed near leaflet 2 at the inflow aspect. X-ray demonstrated an intact wireform. The clinical report could not be confirmed through visual observations of the returned device.

Manufacturer narrative:
Additional information was received through follow-up. Updated describe event or problem and other relevant history. The device was returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted upon completion.

Event description:
Additional information was received that the patients¿ native tricuspid valve annulus was dilatated, with moderate insufficiency so it was repaired with a 28 mm annuloplasty ring.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Perforation of the ventricle occurs when a component of a medical device or surgical instrument disrupts or penetrates through the wall of the ventricular myocardial muscle. Ventricular perforation is a rare but known complication of mitral valve replacement. It is typically not related to a malfunction of the device, but it typically related to implant technique, patient anatomy or a combination of both. Bases on the information received, patient's clinical condition most likely contributed to this event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
Edwards received notification that a 27mm surgical valve was explanted at implant due to bleeding. A sizer was used to size the annulus, but after implanting the valve, the surgeon noted that the valve stent might hurt the wall of the patient's heart as they noted bleeding. "The patient was short and fat, but his heart was small. His left ventricle was thin." The surgeon thought that the 27mm valve might not be the right fit, so they connected to cpb again, and replaced the valve with a 25mm mechanical valve. "The physician thought the 27mm surgical valve might exist high risk for those special patient." The operation was finished successfully and patient was stable.